Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as "a few weeks ago". The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors would "come off" during use of 10ml non-baxter saline flush syringes. The event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.